Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 events were reported for this quarter. 5 devices were received for evaluation. 5 events were not duplicated; however, the devices were found to be outside specifications. 4 devices were found to be affected by internal corrosion. 1 device was found to be affected by worn components. 5 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.